Manufacturer narrative:
Concomitant medical products: product ID 3387-40, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the left brain lead was damaged. While retunneling alongside the left extension, to replace the right faulty extension, the working extension that remained in place was pulled on the lead and damaged the connector. The extension was fully explanted. This issue was identified as the patient's system was reporting an open circuit on electrode 11. The patient was brought back from a revision, and the issue was isolated to the right extension. Visual inspection was sufficient to identify the brain lead damage. The brain lead will have to be replaced in the near future. The implanter plans on tunneling on the right side of the patient's neck and inserting a second implantable neurostimulator (ins). The rep further reported that there were abnormal impedances. There was an open with electrode 11. Upon examining the impedance values both the doctor and rep agreed that this was an open circuit. The doctor indicated the intention to bring the patient in for corrective surgery as he usually configures his patients with bipolar setting 9- 11+. The rep mentioned that other bipolar or monopolar settings could be tried, but the doctor feared progressive system failure. The rep reported two days after the original report that the revision was performed this day. While performing the revision, the lead was severely damaged. The connector site to the extension was pulled, causing the lead to be irreversibly damaged. The lead could not be explanted, to avoid damage to the tissue from the frayed lead, 3.5cm was cut off the end of it. Once this happened, a lead cap was not added to the end, to simplify the future process of removing the lead. The hcps decided to replace the lead using CT only, but would also like to know what MRI capabilities would be available if they had to do a pre-op MRI scan. An additional revision surgery will be in six days. The lead will be explanted and replaced. It was noted that the patient had two extensions and two leads, but it was unknown which ones had the issues. The indication for use included parkinson's disease. If additional information is received, a follow up report will be sent. Reference manufacturer report # 3007566237-2015-03803.

Manufacturer narrative:
Device analysis for extension (B)(4) revealed distal end connector was twisted in molded rubber. The connector at the distal end is twisted in the molded rubber. The extension passes continuity and shorts test. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.